Event description:
It was reported that during an internal iliac stenting procedure, stent damage occurred. The intended location was the internal iliac artery. Vascular access was obtained via the groin. As the physician inserted the 5.0x19x90cm express sd biliary stent system into a 5fr sheath, the stent 'buckled'. The physician removed the express sd biliary stent system and successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'ok'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed kinks in the mid-shaft approximately 25, 26, and 27.5cm from the distal tip. A microscopic inspection of the kinked mid-shaft did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the kinks. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The stent implant was stationary on the balloon with no evidence of damage or irregularities. The outer diameter (od) of the stent implant and shaft were measured and the diameters met specification. It was not possible to assess the insertion-withdrawal performance of the returned device due to the damaged mid-shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an internal iliac stenting procedure, stent damage occurred. The intended location was the internal iliac artery. Vascular access was obtained via the groin. As the physician inserted the 5.0x19x90cm express sd biliary stent system into a 5fr sheath, the stent 'buckled'. The physician removed the express sd biliary stent system and successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as 'ok'.